Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they were running patient samples on the cobas 6000 c (501) module - c501 on the morning of (B)(6) 2017. The customer reviewed controls from the night of (B)(6) 2017 and found that controls failed for multiple assays. The customer stopped the analyzer, opened the cover, and found what appeared to be reagent splattered over the top cover of the reagent disk. There were no analyzer alarms. The customer pulled patient samples from (B)(6) 2017 that were run after the observed control failures. These samples were repeated on a different c501 analyzer. The customer stated that 40 to 42 results had to be corrected. The customer provided data for several patient samples and of these, it was determined that 2 patient samples had erroneous results that were reported outside of the laboratory for crpl3 c-reactive protein gen.3 (crp). The repeat results from these samples were believed to be correct. The first sample initially resulted as 8.17 mg/dl. The repeat result for this sample was 5.53 mg/dl. The second sample, from a (B)(6) female, initially resulted as 11.77 mg/dl. The repeat result for this sample was 6.6 mg/dl. The patients were not adversely affected. The crp reagent lot number was 16740401, with an expiration date of 10/31/2017. The field service engineer found a pin hole in the syringe tubing. The water bath was observed to be normal and he completed a bath exchange. He replaced the syringe tubing. The customer ran controls and all controls were within specified ranges, with no errors. The customer has had no further problems of this nature since the field service engineer's visit.